Event description:
On rptr's first day home from hospital, rptr had to be rushed back to ER because of high fever and vomiting. His body was not accepting device. He had swelling in back, numb and burning feeling in neck and shoulder, loss of feeling in hand sometimes, when standing, stooping or walking he gets a burning pain in the back of his legs, he can no longer lay flat on his back, pain when going to bathroom and passing of blood and worst of all not able to hold or let children sit in lap.